Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager(stm) who encountered the issue replaced the pneumatic module assembly and ran all manifolds test again. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the pim test on a cardiosave intra-aortic balloon pump (iabp) failed. There was no patient involvement, thus no adverse event was reported.